Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found. A review of the complaint record has found no other instances of infections for this acck5300 lot number 9441161.

Event description:
It was reported to nevro that the patient developed an infection at the anchor site. As a consequence, the anchor was removed. The patient has recovered without sequelae and there have been no reports of further complications regarding this event.